Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2018 with the following findings: during the investigation, a review of the black box showed multiple loss of prime warnings with low non-zero force. The pump¿s rewind, load cartridge, and prime steps were performed successfully with no alarms. Force calibration testing was within spec specification. The pump was exercised for 24 hours with no alarms or a prime issue occurring. A prime issue was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was unable to prime. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.